Manufacturer narrative:
Initial and final MDR (B)(4). Device 8 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states . It was reported that the patient faced 10 infusion sets plastic packaging with red strip was missing events on (B)(6) 2024 . No further information.